Manufacturer narrative:
MDR . / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion set fell off during use on 19-may-2026 which led to high blood glucose. The high blood glucose level was treated with correction bolus via pump.